Event description:
I am the emergency management officer for a large hospital system. We were assembling pediatric active shooter trauma kits to donate to local school systems when we found a product was not as described and could cause immediate harm or death to a patient who has suffered a trauma. The product is marketed as chest seal vented and is applied to the patients chest following a trauma or gun shot to avoid a collapsed lung. The product is significant smaller than described and most importantly there is only minimal adhesive used and this prohibits the product from sticking to the patient and creating a seal. If a medical, emt etc were to have these in their trauma bags and went to utilize these they would provide no benefit to the patent. These are extremely dangerous and should be removed from the market immediately. The product is has the name eelhoe on the outer box and there is no additional company name, address of other contact information. The product was purchased through amazon at https://www.amazon.com/gp/product/b0bfb3vsbm/ref=ppx_yo_dt_b_asin_title_o05_s01?ie=utf8&psc=1. You can not find the product even by searching for it and only shows up on amazon as a sponsored product. Once I saw the cost I knew this could not possibly be an approved medical device with each seal selling for a box of 20 for $10 when typically you will pay$10-$30 each for a chest seal. Amazon has asked that I return the product but I retained two boxes as reference if needed.